Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the defective printed-circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information to b5 and the results of the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. There was a color bar on the monitor screen and no image was displayed due to a defective printed circuit board. Additionally, the touch panel blacked out intermittently due to a faulty printed circuit board. The repair center also found that paint peeled off from the top cover, there was minor corrosion on the rear panel, and there was minor corrosion on the led unit. Olympus will continue to monitor field performance for this device.

Event description:
Upon inspection and testing of the customer returned device, there was a color bar on the monitor screen and no image was displayed due to a defective printed circuit board. Additionally, the touch panel blacked out intermittently due to a faulty printed circuit board. This report is being submitted for the loss of image and color bars displayed on the screen, as well as the intermittent blackout on the touch panel.

Event description:
An olympus field service engineer reported on behalf of a customer, the visera elite ii video system center displayed no image on the monitor. The event occurred during a therapeutic laparoscopic cholecystectomy. The procedure was completed using a replacement device. There was a 10-minute delay, but no reported patient harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation.